Event description:
It was reported that the right atrial (ra) lead was undersensing and was suspect of a micro dislodgement. The patient was in constant atrial fibrillation and so the physician opted to not replace the lead. The lead was capped and no new lead was placed. It was further reported that the implantable pulse generator (ipg) was replaced due to premature elective replacement indicator (eri). The battery longevity was less than expected. The ipg was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).